Event description:
The reported called and alleged that the bilirubin test strip reads high. Controls were in range. Four pt results were provided as follows: 1.22, .550, 4.15, and 3.01 mg/dl. The corresponding reported bilirubin lab results were: .8, .4, .6, and .3 mg/dl. No treatment was given to the pts. The device was replaced and requested to be returned for eval.

Event description:
The reported called and alleged that the bilirubin test strip reads high. Controls were in range. Four pt results were provided as follows: 1.22, .550, 4.15, and 3.01 mg/dl. The corresponding reported bilirubin lab results were: .8, .4, .6, and .3 mg/dl. No treatment was given to the pts. The device was replaced and requested to be returned for eval.

Event description:
The reported called and alleged that the bilirubin test strip reads high. Controls were in range. Four pt results were provided as follows: 1.22, .550, 4.15, and 3.01 mg/dl. The corresponding reported bilirubin lab results were: .8, .4, .6, and .3 mg/dl. No treatment was given to the pts. The device was replaced and requested to be returned for eval.

Event description:
The reported called and alleged that the bilirubin test strip reads high. Controls were in range. Four pt results were provided as follows: 1.22, .550, 4.15, and 3.01 mg/dl. The corresponding reported bilirubin lab results were: .8, .4, .6, and .3 mg/dl. No treatment was given to the pts. The device was replaced and requested to be returned for eval.